Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced pain at ipg site due to weight loss. Surgical intervention took place (B)(6) 2024 to revise placement of ipg to address the issue. Therapy was restored and pain resolved.